Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 448 mg/dl. It was stated that the customer was vomiting at time of her admission. The call was disconnected and troubleshooting was not performed. No further info was provided.